Manufacturer narrative:
--

Manufacturer narrative:
The lead remains partially abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that out of range shock impedance and increased threshold measurements were observed on the right ventricular (rv) lead during a routine follow-up. A lead revision was performed and the lead was partially abandoned through laser lead extraction. The rv coil with tip/screw were abandonded in rv apex. A new right ventricular (rv) lead was implanted. There were no adverse patient effects reported.